Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien 3 ultra resilia transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis. Additionally, it is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for paravalvular leak (pvl) and valve migration were unable to be confirmed due to unavailability of relevant procedural imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. It should be noted that the transcatheter heart valve (thv) was implanted in the native mitral position for this case. The sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. Therefore, this was an off-label case. As reported, "approximately 1 month 17 days post transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29mm sapien 3 ultra resilia valve in the mitral annular calcification (mac), the patient was readmitted to the hospital as an echocardiogram showed significant paravalvular leak (pvl). Further assessment revealed the valve had migrated toward the atrium causing the pvl.". Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. In this case, the valve was implanted in the mitral annular calcification (mac). A non-circular or symmetrical annulus can prevent the valve from properly anchoring onto the target site after deployment. As such, available information suggests that procedural factors (off-label operation) may have contributed to the reported event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, the valve was implanted into a non-circular bicuspid native mitral valve, so the deployed valve could not properly seal against the native mitral annulus which could lead to the thv migrating and paravalvular leak worsening over the time. As such, available information suggests that procedural factors (off-label operation and thv migration) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field specialist, approximately 1 month 17 days post transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29mm sapien 3 ultra resilia valve in the mitral annular calcification (mac), the patient was readmitted to the hospital as an echocardiogram showed significant paravalvular leak (pvl). Further assessment revealed the valve had migrated toward the atrium causing the pvl. A valve in valve procedure was performed with a 29mm sapien 3 valve to resolve the pvl.